Event description:
While preparing the phaco machine for surgery, the machine demonstrated loss of foot pedal function, aspiration and vacuum and the cassette would not remain in place and the inability to change modes from the front control panel. The surgeon was notified, efforts to troubleshoot the problem were made and the machine appeared to function properly. The surgeon elected to proceed with the surgery and experienced the same probelms identified pre-operatively. The machine was turned off and turned on again and re-calibrated. The procedure experienced the above described problems twice during prior to completing the surgery. The surgeon stated that the pt apparently did not suffer a negative outcome from the problems that occurred with the equipment and the prolonged surgery time.